Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the incompatible material that was identified as a cleaning brush could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the ID chip had no data transmission, the objective lens had small chips, the light guide lens was chipped, there was no image, no switches were working, the insertion tube had minor buckles near the protector boot, the insertion tube was scratched, the light guide tube was scratched, and the electrical connector was corroded causing no image and non-operable switches. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii colonovideoscope had no suction. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was low suction due to insufficient cleaning and a broken cleaning brush stuck in the channel within the scope connector. Suction was okay after removing the brush. The report is being submitted due to the issues found during evaluation.